Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during normal device change-out, the right atrial lead was connected to pacing system analyzer for testing. It was noted that the lead exhibited consistent low impedance, no capture at high outputs, and poor signals. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.